Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision/explant surgery was performed on (B)(6) 2015 due to a broken plate and an unknown quantity of broken screws. The broken devices were discovered in one radiological control performed on an unknown date. The surgeon reported that the implant failure was related to the patient's pseudoarthrosis. The patient was originally implanted with a 95 degree condylar 9-hole plate and an unknown quantity of cortex and cancellous screws on (B)(6) 2014. It is unknown which type(s) of the reported screws had broken postoperatively. This report is 2 of 4 for (B)(4).